Event description:
Boston scientific received information that this patient has retained an attorney and has entered the litigation process. Paperwork from the law firm noted the patient sustained injuries and was requesting all available records. The letter does not specify the nature of the injuries or suit.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.